Event description:
It was reported that sterile package was open. A fg comet ii pressure guidewire was selected for use. During unpacking, it was noted that the sterile package was open. The box on the outside was closed and the blue sticker was intact. The procedure was completed using an alternative method. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection found no damage or irregularities in the pouch as well as in the device. Based on the evidence the ar packaging, unsealed device packaging is not confirmed.

Event description:
It was reported that sterile package was open. A fg comet ii pressure guidewire was selected for use. During unpacking, it was noted that the sterile package was open. The box on the outside was closed and the blue sticker was intact. The procedure was completed using an alternative method. No complications were reported, and patient is stable post procedure.